Event description:
It was reported that during the procedure, the guide post rod snapped off when it was being placed onto the impactor handler. There was not harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). One g7 positioning guide rod item# 110018822 lot# zb141103 was returned and evaluated. Upon visual inspection there are wear lines along the shaft and near the fracture site of the device. The tip of the device had fractured. The event is confirmed based on an evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.